Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient developed a skin reaction with an infection. The patient developed inflammation underneath the sensor pod area only. The patient had itching and burning sensation in the area. On an unspecified date, the patient consulted a physician who prescribed an unspecified oral anti-inflammatory medication for the reaction. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).